Event description:
A trial patient reported that she had a uti on (B)(6) 2016. It was indicated that she had a history of uti that was why she was trying interstim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.